Event description:
It was reported that the customer was hospitalized due to a hypoglycemic coma. The caller wanted to check the insulin pump settings to determine whether or not the customer had given herself too much insulin. Reviewed the settings, and found that there was a basal rate set to 4.5 u/h. The caller did not have time to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.